Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased r-wave sensing noted on the right ventricular (rv) lead as a result of dislodgement confirmed with fluoroscopy. Lead repositioning was attempted but the helix was unable to retract properly. The rv lead was finally capped and replaced to resolve the event and the patient was in stable condition.